Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a knee-revision procedure, the patient presented with skin blistering and proteus mirabilis infection.